Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 670 mg/dl and high ketones. Reportedly the customer fell and hurt their knee. The customer attempt to self-treat with a manual injection. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.